Event description:
According to the customer the balloon burst requiring the foley catheter to be replaced.

Manufacturer narrative:
According to the customer the balloon burst requiring the foley catheter to be replaced. Per the customer the balloon was inflated with "8 ccs of saline". Per the customer they did not incur an injury related to the reported incident. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.